Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and following the reset, the malfunction code did not recur. Customer was informed to contact technical support again if the malfunction reoccurred and acknowledged the instructions.